Event description:
The pump was returned for investigation. Investigation revealed that the display is heavily scratched and obstructing the screen. This report is made based on results of investigation completed on 09/05/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/05/2014 with the following findings:evaluation revealed that the label on back of pump was damaged and difficult to read. It was observed that the display lens is heavily scratched and obstructing the screen. There was no activity outside normal use observed in the download history. (B)(4).